Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported via voluntary medwatch mw5120168 and mw5120169 "I developed raynaud's syndrome (not device related) on that day after my implants rupture. But I have developed many allergies over the years that might be due to the implants, and I have angioedema and mast cell activation syndrome." This record is for the left side. The device remains implanted.